Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 400 mg/dl and treated with a bolus. Customer indicated that the infusion sets are not adhering and customer was advised on insertion technique and site technique. Customer indicated that the cannula was bent and declined further high blood glucose troubleshooting.